Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar was returned and evaluated by the failure analysis (fa) team. The instrument was found to have one severely bent grip on lower grip, causing misalignment of the grip-tips. The grip base was found to be bent outwards. There was a 5.47mm offset at the tips. The grips were found to have cracking damage at molded insulator. The housing was removed and found no damage. The inputs were articulated manually and passed. Additionally, the instrument was found to have a broken molded insulator on the lower jaw. The broken piece measures approximately 1.67mm x 2.08mm, confirming that a fragment detached from the instrument and was not returned with the instrument. The grip base for the grip with the molded insulator does appear to be bent. The instrument passed continuity test. The complaint was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Event description:
It was reported during the da vinci assisted surgical procedure, the force bipolar instrument was broken. The customer reported event has no report of patient injury. Follow-up was attempted to gather more information, but the customer was not able to provide any additional details related to the event.